Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: it was reported that one of the points is broken, this piece is missing. But it was detected, that one of the legs are bent. The investigation of the complaint reduction forceps has shown that one leg is bent and not as reported broken off. Additional inspection has shown that there is corrosion visible at the surface. Unfortunately without more information we are not able to determine the exact cause which has led to these occurrences. It is likely that too much mechanical force has led to this damage and the article was stored not in a dry state. Please note: regarding corrosion it can be stated, that all materials, including so called stainless steel as well, are conditionally only rust-resistant. The corrosion resistance is maintained only, when the material is stored on a dry and metallic contactless condition. All metallic contacts on humid or wet condition create electrolytic reactions with contact corrosion as result. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately without more information we are not able to determine the exact cause which has led to these occurrences. It is likely that too much mechanical force has led to this damage and the article was stored not in a dry state. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: discovery of the broken device was made on (B)(6) 2015. It is unknown when the device actually broke. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: april 26, 2011 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of the points on a pair of reduction forceps is broken with the piece missing. No reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found not reportable. There is no documentation of this event occurring during a procedure. There is no documentation of this event causing or contributing to an injury. There is no documentation of fragmentation retention from the complaint device. There is no documentation of this event causing or contributing to a surgical delay. Should further information become available this determination will be reviewed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no documentation of this event occurring during a procedure. There is no documentation of this event causing or contributing to an injury. There is no documentation of fragmentation retention from the complaint device. There is no documentation of this event causing or contributing to a surgical delay. Should further information become available this determination will be reviewed.